Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event per rep - 30may2025 - both of the following problems occurred during the same procedure. Neither of the devices made patient contact. (B)(4) - then, they were unable to pass the .021, 460 cm metro wire through the stent. The wire would not make it past the white luer lock on the guiding catheter. The guiding catheter comes at a 45-degree angle inside of the luer lock hub. They were able to successfully complete the procedure with a second stent of the same type.

Manufacturer narrative:
Device evaluation 1 unit of jpws-8.5-16 of lot number c2197271 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 august 2025. On evaluation of the devices the following observations were made: visual inspection: pushing catheter, guiding catheter, introducer and tuohy-borst adapter returned. Kinks observed along the pushing catheter at increments of 10cm and 18cm from the distal end, also 8.5 cm and 90cm from the proximal end. Guiding catheter examined and no damage observed, flla and radiopaque band both present. Functional inspection: guiding catheter and pushing catheter do not move freely over each other. The reported failure was observed. Manufacturing records review: prior to distribution, all the devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for jpws-8.5-16 of lot number c2197271 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0098), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use, which accompanies this device, the product label states the guide wire size for use with this device is 0.035". It is known that a 0.021 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. It is also known from the available information that the incorrect wire guide was used with the second device. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.021" wire provides less support than a 0.035" wire which may not provide enough support, which may have contributed to the reported difficulty in advancing the wire through the stent and guiding catheter. Furthermore, the guiding catheter¿s 45° angle within the luer lock hub may have exacerbated the difficulty by impeding passage of the undersized wire. This combination of reduced wire support and geometric obstruction may have resulted in damage to the pushing catheter, evidenced by kinks observed during evaluation. There have been several attempts made to obtain additional information . Should additional information be made available, the file will be updated accordingly. Summary: confirmed qty of devices: 01 device confirmed prior to use. Complaint is confirmed based on visual/functional inspection. Investigation findings conclude a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. A 0.021" wire provides less support than a 0.035" wire which may not provide enough support, which may have contributed to the reported difficulty in advancing the wire through the stent and guiding catheter. Furthermore, the guiding catheter¿s 45° angle within the luer lock hub may have exacerbated the difficulty by impeding passage of the undersized wire. This combination of reduced wire support and geometric obstruction may have resulted in damage to the pushing catheter, evidenced by kinks observed during evaluation. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-aug-2025. Additional information received 28 aug 2025. 1. Was the device damage identified: a) prior to opening the package or b) on removal of the device from the packaging? (Please provide details:) a 2. Was the functionality of the device tested prior to noticing the damage? · if yes, please provide additional details (including other devices that may have engaged with the cook device). Unsure 3. Were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? · if so, please describe how the device was prepared: no 4. Was the device stored according to the storage conditions on the label (if applicable)? · if no, please describe the conditions of storage: yes 5. Do you believe any handling conditions at the facility could have contributed to the issue? · if yes, please describe: no. 6. What part or component of the device is damaged? Cutting wire. 7. Was the wire guide lubricated prior to use? N/a, yes, no na. 8. Was the wire guide inspected for damage prior to use?* n/a, yes, no na. 9. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. Yes.